Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a customer stated that 2-days post deployment of a mynx control venous vascular closure device (vcd), the patient was diagnosed with a small pulmonary embolism. The physician believed the pulmonary embolism was related to the mynx vascular closure device. The device was used in a cardiac ablation procedure with an antegrade approach, and the deployer was mynx certified. A cordis sheath introducer was used, unknown if 8 or 10f in size. Vessel suitability was verified on venography, including appropriate insertion angle, vessel diameter was confirmed to be =5 mm, and no vessel tortuosity was reported. Manual pressure was applied for 3¿10 minutes following closure, and no compression devices or dressings were used. The patient remained on bed rest for 2 hours flat, 2 hours upright, and 1 hour mobile. The patient had a history of atrial fibrillation and was receiving anticoagulant, antiplatelet, or thrombolytic therapy. The device is being returned for evaluation.